Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "the surgeon had planned a dhs procedure and then decided to switch to an omega 3 trochanteric stabilization plate. 5 mm locking screws were not available. Instead of reverting to the dhs procedure, the surgeon opted to use 4mm screws in the plate. Approximately one month after implantation the screws backed out and the patient requires revision."